Event description:
The customer had been hospitalized for high bgs. The customer stated that the doctors felt there was something wrong with the pump. Troubleshooting was performed. The pump passed all the functional testing. A replacement pump was requested. The customer's bgs were treated and going down by the end of the call.